Event description:
A (B)(6) female patient's monitor was returned for an unrelated issue. Upon service investigation the rear response button was found to be nonfunctional. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the rear response button was non-functional. The cause for the failure was isolated to an intermittent rear response button cable. The root cause for the intermittent cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.